Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the right knee. After a guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced to dilate the lesion. However, during the first inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.